Manufacturer narrative:
Patient¿s date of birth/age, gender and weight are unknown. This report is for one (1) unknown 34 mm - 2.7 mm cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device broke intra-operatively and was not fully implanted or explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a metatarsophalangeal (mtp) fusion procedure was being performed on (B)(6) 2018. During the procedure, a 34 mm - 2.7 mm cortex screw was used as a lag screw. It was determined that the screw was a bit too long because of the compression achieved; therefore, it was decided that the screw will be removed as the plate was holding the compression. The patient was reported to have ¿hard¿ bone. The surgeon used power instead of a hand driver to remove the screw. The screw broke off close to the head. A screw removal set was then used to remove the rest of the screw; however, the screw broke again (approximately in half). It was then decided to leave the tip of the screw in the patient instead of boring out through the joint. There was a minor surgical delay of approximately 15 minutes due to the attempt to remove the broken screw. In the end, the patient was implanted with a plate, six (6) 2.7 mm variable angle- locking screws (va-lcp), and the broken tip that was retained. Procedure was completed successfully and patient status was reported as fine. Concomitant devices reported: plate (part# unknown, lot# unknown, quantity 1), 2.7 mm variable angle- locking screws (part# unknown, lot# unknown, quantity 6), screw removal set (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown 34 mm - 2.7 mm cortex screw. This is report 1 of 1 for (B)(4).